Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased potassium results generated on the architect c4000 processing module for 1 sample. The following data was provided (normal range: 3.5 to 5.0 mmol/l): sample 1: initial result = 3.7 mmol/l, repeat = 2.0 mmol/l, repeat = 1.7 mmol/l no impact to patient management was reported.

Manufacturer narrative:
A field service engineer inspected the architect c4000 analyzer, sn (B)(6), and found leaking at the bellows on the inner probe wash pump. The fsr replaced the bellows (bellows set, incl rod & fitting), calibrated the ict assays, and verified that qc was in specification. No additional discrepant result issues have been reported since the bellows were replaced. Review of the architect serial (B)(6) service history did not identify any additional occurrences associated with discrepant/erratic results. Tracking and trending for the bellows was reviewed and did not identify any trends. Manufacturing documentation was reviewed, and no issues were noted. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect c4000 analyzer.